Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received their replacement pump and the touchscreen display brightness was increased. Reportedly, the touchscreen brightness was making it difficult for the customer to read the text. The customer's blood glucose level was 300s (mg/dl). A manual injection was administered to address bg level. Reportedly the customer would continue to use the pump for insulin therapy.